Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman laa closure device & delivery system (wds) were selected for use. The physician attempted several times to go transeptal, but could not see the sheath or wire in the la on intracardiac echo (ice). They physician proceeded to put a pigtail catheter in and take a dye shot of the appendage. Dye was seen collecting in the pericardium. Ice showed a larger pericardial effusion than at baseline. The physician then performed a pericardiocentesis and approximately 500cc of fluid was removed. The wds was not deployed and the procedure was aborted. It was noted the patient took eliquis the day before the procedure. There were no further complications.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman laa closure device & delivery system (wds) were selected for use. The physician attempted several times to go transeptal, but could not see the sheath or wire in the la on intracardiac echo (ice). The physician proceeded to put a pigtail catheter in and take a dye shot of the appendage. Dye was seen collecting in the pericardium. Ice showed a larger pericardial effusion than at baseline. The physician then performed a pericardiocentesis and approximately 500cc of fluid was removed. The wds was not deployed and the procedure was aborted. It was noted the patient took eliquis the day before the procedure. There were no further complications. It was further reported that the patient was stable when taken out of the procedure room. The fluid that was tapped was dark red and the blood removed was re-transfused back into the patient. It was also reported that there was no effusion noted at baseline.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: impact code added.